Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the uninterruptible power supply (ups) battery was holding a charge for less than 3 minutes. Tested the ups with no issues. Replaced the batteries. Charge now holds for >10 minutes. Performed system checkout. Unit operates as expected. The replaced batteries have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following ups battery replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system mobile view station (mvs) was not holding a charge. It was reported that the system powers down when moving it down the hallway. There was no patient present when this issue was identified.